Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. The baseline age characteristic is (B)(6). Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿the application of his-bundle pacing in patients with narrow qrs complex who required high percentage of ventricular pacing.¿ chinese journal of cardiac pacing and electrophysiology. 2017. 31 (5): 401-407. Doi:10.13333/j.cnki.cjcpe.2017.05.005. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding this lead model. The article reported that there was one (1) patient who experienced high thresholds at the six-month follow-up visit. There was no indication of treatment/resolution. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. The status/location of the lead is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.